Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top case was chipped and cracked. The left and right plunger cases were damaged. The bottom case was cracked. Error history log review found motor rate error. Occlusion testing was performed and the motor rate error was duplicated. The root cause of the reported issue was found to be a normal wear of worm gear and motor mount. Actions were taken to mitigate the reported issue: replaced leadscrew. Replaced worm gear and motor mount. (UDI) was unknown. No product information has been provided to date.

Event description:
It was reported that a motor rate error occurred. No patient injury was reported.